Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. A xtw (lot: 40109r1114) was chosen for implantation. After placement on the valve, the clip failed the first establishment of final arm angle. During testing it would continuously open from 10 to 40 degrees. Troubleshooting was performed but the issue persisted. The clip was removed from the leaflets and retracted to the left atrium where efaa was tested again and worked fine. Despite this, the clip was removed and a replacement ntw mitraclip (lot: 31205r1087) was implanted successfully to complete the procedure, reducing mr to grade 1-2. There were no reported patient consequences or clinically significant delay.